Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device internally dumped the energy after charging up to 200j. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including an internal inspection, bench handling, full defib functionality testing, stress testing and defib cycling without duplicating the report. The multi-function cable passed testing and the patient impedance calibration was within specification. The device was recertified and returned to the customer. No clinical data was available and the batteries used at the time of the event was not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device will not be returning to zoll.